Event description:
It was reported that while in the cardiac surgery department the intra-aortic balloon (iab) was prepped and the sheath was inserted via the femoral artery. The md inserted the iab through the sheath, then the md connected the pressure transmit set and turned on the pump (iap-0100). The md stated "after working for a few minutes, the connection between the catheters and transmit sets were overflowing with blood." As a result, the md exchanged the pressure transmit set, however, " the overflowing of blood still existed." The md now "exchanged the iab and the overflowing of blood stopped." After removing the iab, the md found that "the connector of the central lumen had a crack." The pump did not alarm.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.